Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the clamp on the patient line not being opened during priming, leading to an incomplete prime, is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. The guide warns the user to not connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, the hp stated that they forgot to open the clamp after connecting the patient line extension. The patient line was not properly primed before connecting. The technical service representative (tsr) reviewed proper procedures with the hp. The tsr assisted the hp in ending therapy and advised the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.